Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pace impedance measurements and low shock impedance measurements. No noise was observed. Subsequently, a revision procedure was performed and the rv lead was cut, one portion was surgically abandoned, and the remaining section was removed. A new rv lead was successfully placed. No additional adverse effects to the patient were reported.